Event description:
An engineering investigation was initiated on five devices that failed during end item production tests. The failure mode was reported to manifest itself as an intermittent failure to power up. No field or pt related failures have been reported.

Manufacturer narrative:
An engineering eval determined that a larger than normal current draw during power up, could result in an excessive voltage drop across ic, u28, on the device main printed circuit board. Per component specification, this unanticipated current draw and resulting voltage drop may result in an intermittent failure of the device to power up. Co's investigation has concluded that the probability of occurrence is unlikely and corrective action is not warranted. There have been no field failures reported related to this investigation.